Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received and evaluated. Visual observation revealed the anchor is cracked vertically. This compliant can be confirmed. It was reported that this failure happened prior to being inserted. A possible root cause could be that the device has hit a hard surface causing it to deform or excess tension was applied on sutures which caused the suture bridge on the anchor to break releasing the sutures. Other than this possibility, we cannot determine a root cause for this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from (B)(6) that during arthroscopic rotator cuff repair surgical procedure, the surgeon heard noise and felt breakage from the device when the surgeon attempted to thread the threads through the anchor. According to the reporter, the anchor device broke prior to being inserted. It was reported that there was no possibility that the broken piece remain in the patient¿s body. The surgery was completed by using the stocked device (same article number). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. There was no information available if the original bone hole was used to complete the procedure. There was no information available on the type of bone quality the patient had. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.